Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional customer contact (B)(6). A getinge field service engineer (fse) evaluated and said that during semi annual maintenance the touchscreen would not calibrate. The calibration failed multiple times. Fse replaced touchscreen assembly and calibrated. Functional tested without any further failure or issue. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. The failure analysis and testing department received touchscreen assy, with a reported unit failure touch screen is failing calibration. The fat dept. Performed a visual inspection of the part received and the part is in a good condition. The fat department installed in the cardiosave test fixture and tested to factory specifications per cardiosave service manual. The failure analysis and testing dept. Found that the touch screen is failing the calibration. The failure analysis and testing department verified the failure of the touch screen. The touch screen is defective. Retaining the touch screen in the failure analysis and testing . The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported during semi annual maintenance the , cardiosave intra-aortic balloon pump (iabp) touchscreen would not calibrate. The calibration failed multiple times. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.